Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump had alarmed "no disposable clamp tubing." The medication being infused had been 5-fu. The pump had been stopped, but the alarm had persisted. The patient had noted the presence of tiny bubbles in the tubing extending across the top of the cassette. The pump had been restarted, and the screen had displayed "run res vol 29.6 ml." The scheduled removal had been noted for the following day. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.